Manufacturer narrative:
H6: code c20: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Additional information was requested and will be provided. The device remains implanted and is not available for analysis. Code a27- was used to cover that ¿the original plan was to extend into one of the branches, but physician decided to land the hgb device shorter at the time. It was reported the patient had a very tortuous anatomy.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on an unknown date (12 months ago), as reported, the patient had a previous endovascular aneurysm repair utilizing a gore® excluder® iliac branch endoprosthesis (hgb). The original plan was to extend into one of the branches but physician decided to land the hgb device shorter at the time. It was reported the patient had a very tortuous anatomy. On an unknown date, physician has rescanned and saw the type 1b endoleak on internal iliac artery so returned to extend as the branch was slightly larger so wanted to use a 11mm stent for the reintervention. On (B)(6) 2025, during the type 1b endoleak intervention, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was to be implanted in the patient's left hypogastric artery as an intervention for the hgb device and the distal type I endoleak. An 8fr agilis sheath was initially used to advance the 11mm vbx device over an amplatz wire. As reported, the vbx device was unable to track more than 10cm through 8fr agilis sheath because of an acute bend and going into the hypogastric artery through a pre-existing ibe/hgb device. The sheath was exchanged to an 8fr x 90cm cook shuttle sheath and the vbx device was advanced again. The vbx device did not track through the cook sheath and was withdrawn with no issues. A new 8lmm x 59mm vbx device was then advanced and deployed. A second 8lmm vbx device was also implanted with no issues. Patient was fine during and immediately post case. Reported stable with no adverse events/outcomes.

Manufacturer narrative:
B6: anatomy was added. Section g: was updated. Section d: the device information was updated. H6: code c19: a review of the manufacturing records for this device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Code a27- was used to cover that ¿the original plan was to extend into one of the branches, but physician decided to land the hgb device shorter at the time. It was reported the patient had a very tortuous anatomy.¿